Manufacturer narrative:
The product was not returned for analysis. Results from the product history record review indicated the product met release criteria. There have been no other complaints reported in this lot number. Additional information was requested 05/04/2007, 05/06/2007, 05/07/2007 and 05/17/2007 by phone, mail and fax. A completed questionnaire has not been received.

Event description:
A consumer reports that following bilateral intraocular lens (iol) implant surgery, she experiences intermediate blurriness, which is worse in the left eye. The consumer also reports she had laser treatment in the left eye to attempt to correct the blurring. Some studies have been done that indicated there is fluid in the retina. A follow-up with her surgeon is scheduled. Additional information, including the patient status, has been requested. Left eye: MDR 1119421-2007-00232 right eye: MDR 1119421-2007-00233.